Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no report on the impact to the customer's blood glucose level.